Event description:
Patient admitted for tonsillectomy, adenoidectomy and myringotomy and tube insertion. At the end of the case, patient was noticed to have small red/brown burn lesion on the right side - corner - of mouth. Provider order bacitracin to be applied. Patient discharged as scheduled and follow-up occurred in surgeon's office.======================manufacturer response for electrosurgical generator, forcetriad (per site reporter)======================regional sales manager and sale rep representative came on site to evaluate situation. No cause for burn was immediately identified.